Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had raised the insulin amount but she was not getting the insulin like she was supposed to. Customer stated that the blood glucose was not going down when she gave herself a bolus. The customer¿s blood glucose was 393 mg/dl at the time of the incident. The customer¿s current blood glucose was 76 mg/dl. The customer treated with insulin pump. Customer was alleging possible pump under delivery. The drive support cap was normal. Customer stated the blood glucose was 212 mg/dl prior to the bolus today and it went down to 195 mg/dl. The customer¿s blood glucose was 511 mg/dl. The product was not returned for analysis.